Manufacturer narrative:
A getinge field service engineer (fse) says there is no part available to support this customer's needs. Customer advised not to use power supply. So, the complaint will be closed and, if new information and/or device were available, the file would be reopened and updated.therefore, the root cause is impossible to define.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, customer broke off clip retainer on the cardiosave intra-aortic balloon pump (iabp) unit. Now there is something inside the unit rattling around. There was no patient involved.